Event description:
Problem started 1 week ago. Initially, vent would malfunction "once every day" progressing to "twice every day", after 8(?) On vent (ac power used) "lights would flash twice then shut down" vent was "reset, then "lost power" would flash. (Or low battery). Also, external battery used to take 2-3 hours to charge, now takes "all day" (battery is at least 2 years old) family member states they've had to increase f.o2 to 2e recently to maintain o2 saturation.